Event description:
A report was received that alleges that the listed device was found to be leaking at the inflation line after an unk amount of time in use. No incident related medical sequela was reported.

Manufacturer narrative:
One used device sample was returned for investigation. Visual inspection of the device found it to be in good physical condition with no obvious defects or damage. Leakage testing of the returned device was performed; the inflated cuff was submerged under water and inspected for air leaks. The inflated device was found to leak where the pilot balloon is joined to the inflation line due to an insufficient bond. In order to prevent recurrence of this issue, corrective actions have been implemented at the MFR to install a visual aid to clarify assembly instructions for personnel and to perform 100% underwater leakage testing of these devices. As no lot number was provided, it is not possible to determine if the returned device sample was manufactured before or after the implementation of these corrective actions.